Event description:
During a ptca treatment procedure the viva balloon ruptured at 10 atm's on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in a tortuous right coronary artery. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.